Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received the monitor failed incoming testing. The cause of the incoming test failure is lack of driven ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.